Manufacturer narrative:
An event of paravalvular leak, the valve not fully expanding, patient device interaction problem, heart block, and aortic regurgitation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient was previously in sinus rhythm, there was calcification on all three leaflets from the cusps to the left ventricular outflow tract and calcification extending beneath the aortic annular plane in the intraventricular septum, the implant depth was 4mm from the non-coronary cusp (deeper than the recommended 3mm), the valve was correctly sized based on provided dimensions, calcium interference was believed to be the cause of the non-uniform expansion, and there were no deployment difficulties noted. It was also noted that it is speculated that a long native valve leaflet contributed to the aortic regurgitation, as the regurgitation was resolved after the post-bav (balloon aortic valvuloplasty), and the heart block was noted after the post-bav). Based on available information, the valve underexpansion appears to be related to patient condition (calcified valve). The reported paravalvular leak and aortic regurgitation appear to be related to procedural conditions (pre-bav performed but improved after post-bav). A cause for the reported heart block could not be conclusively determined. It is possibly related to implant depth or the post-bav. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was chosen for implantation utilizing a small flexnav delivery system. Sufficient calcification was present. Patient presented sinus rhythm. A pre-balloon annular valvuloplasty (bav) was performed with an 18mm balloon. During the first deployment attempt, the valve was placed too shallow and non-uniform expansion was observed so the valve was recaptured. Expansion issues were thought to be due to calcification on all three leaflets and left ventricular outflow tract (lvot). During the second deployment attempt the valve was released at non-coronary cusp (ncc): 4mm, left coronary cusp (lcc): 4mm. The device was still underexpanded and a perivalvular leak (pvl) and aortic regurgitation (ar) was observed, so a post-bav was performed which eliminated aortic regurgitation and reduced pvl to trace. At an unknown time following the post-bav he patient then developed second degree atrio-ventricular block (avbii). Heart rate and blood pressure was low, so temporary pacing was started. Patient left the operating room with temporary pacing. Later that night, the patient developed complete atrio-ventricular block (cavb). The patient was reported to be stable. On (B)(6), a permanent pacemaker was implanted.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.